Manufacturer narrative:
The evaluation method code has been updated.

Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter (serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 or (B)(6) 2023, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 1.6 inr. It was asked but it is unclear if, at the same time, a sample from the patient was tested using the meter. The patient's son stated that the meter result is always 8 inr, no matter when a sample of the patient is measured. At an unknown date, a sample from the patient was tested using the meter, resulting in a value of 8 inr. At the same time, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 1.6 inr. No specific date and time were provided. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."